Event description:
The legal guardian (lg), who is a doctor, initially reported the patient experienced bleeding, bruising, and hardened skin around the pod site. Additional information was received on 2 april 2026 that indicated the patient experienced an allergic reaction to the adhesive. The patient had 2 allergic reactions from the glue of the pod adhesive, occurring once on each leg (insulet reference numbers: (B)(4). This is first allergic reaction. The patient experienced a rash, bleeding, bruising, and hardened skin around the pod site. Following the second reaction, the lg consulted the family doctor (dr. (B)(6) on (B)(6) 2026. The family doctor diagnosed an allergic reaction to the glue used on the pod and prescribed elocom ointment, which resulted in improvement of the skin condition. The lg also informed the patient¿s pediatrician, who recommended placing a protective film under the pod to reduce skin irritation. The patient was advised not to use a pod for two weeks due to the severity of the allergic reaction. The second reaction is reported under insulet reference number (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin allergic reaction. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.